Event description:
It was reported that after cleaning and sterilizing the fenestrated bipolar forceps instrument in central processing, customer observed a 'frayed cable. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the instrument wrist. The other cables at the instrument wrist were not damaged. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable and the main tube abrasions found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.